Event description:
It was reported that at 280,000 joules during a prostate procedure, the cap of the surgical fiber detached; it is unknown whether the cap detached inside or outside of the pt. The procedure was completed using a second fiber. There was "no injury to pt reported".